Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a representative from an eye care provider (ecp) in (B)(6) called to report a patient (pt) was diagnosed with a ¿tear in the cornea¿ while wearing the 1-day acuvue moist brand contact lenses. On 12jul2018 an email was received from the affiliate in (B)(6) with additional information: the reporting ecp advised date of the event is (B)(6) 2018. The pt presented to the eye care provider (ecp) with a sore od. A few days later the pt presented to a different ecp on (B)(6) 2018 because the od was still painful. The pt was diagnosed with a corneal ulcer and prescribed monoox and euronac for 5 days. The pt has not returned to lens wear. The treating ecp is not the reporting ecp. No additional medical information is available until aug2018 when the treating ecp is available for contact. The suspect od contact lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5161190108 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018 additional medical information was received from the affiliate: a call was placed to the patient¿s (pt) initial treating eye care provider (ecp) who reported the pt was seen on (B)(6) 2018 with complaints of a sore eye; diagnosis: contact lens induced peripheral corneal ulcer od; location: peripheral, superior conea; the ecp reported that the corneal ulcer was infectious; pt was prescribed ¿antibiotic + ophthalmic gel for 7 days. The pt had a follow-up visit on (B)(6) 2018; the ulcer was resolved, but ecp prescribed the ophthalmic gel for 3 days. No additional medical information was provided, no additional information is expected. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Correction: on 25jul2018 the initial MDR # 9617710-2018-05044 reported in date if this report. Date of this report was 01jul2018. On 22aug2018 additional information received from the (B)(6) affiliate reported the correct date of this report for date of this report is 09jul2018.

Manufacturer narrative:
Correction: on (B)(6) 2018 during a file review, it was noted that on the fu # 1 MDR that was filed on (B)(6) 2018, ¿date received by manufacturer¿ was left blank. Date received by MFR. Date for fu # 1 MDR should be (B)(6) 2018.